Event description:
The customer reportedly obtained a 51 mg/dl and 130 mg/dl on the accu-chek compact system within a ten minute timeframe. He states that he had eaten dinner previously; however, he continued to feel funny. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.